Event description:
When nar was done with the bath she pushed the platform to the tub, pulled on it and it didn't latch. Nar did it again and pulled, platform was latched. She started to pull the chair out with resident helping, by pushing on the sides of the tub with their hands, when the chair hit the platform it started to move. Resident did not see that, so they kept pushing. Nar tried to stop the chair but if was half off. The chair and resident fell backwards on to the floor. Resident hit the back of their head on the bottom of the tub door opening. Resident received bump on back of their head. No cuts, no bleeding. Vital signs and neuro checks done as procedure notes. No need to see physician. Tub chair didn't latch onto base, why is unknown. Situation evaluated by maintenance. Safety nurse and don et can't duplicate situation. Apollo co here 8/25/02 and checked tub over and could not reduplicate scenario either. Customer service rep stated chair and platform are in good working order.